Manufacturer narrative:
(B)(4). Date sent: 6/6/2024. D4: batch # 590c25. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. Additionally, the ech60r buttress was on the reload deck and on the anvil. The buttresses were received with visible degradation/flaking due to previous exposure to fluids, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. Upon visual inspection, there was noticeable adhesive buildup on the jaws. When the bailout door was removed to check the lever it was found that the lever was up at approximately 45 degrees. The device was not bailed out. The event log showed the bailout door was not removed during clinical use while the device was powered. We cannot see if the door was removed while the device was unpowered. There were no abnormal events in the event log. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the clamp release button on either side of the instrument. While pressure is still on the clamp release button, slowly release the closing trigger. If the jaws do not automatically open after the clamp release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the reload jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, press the home/knife reverse button to activate the motor and return the knife to home position. Try opening the jaws again using the clamp release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. In addition, prior to reloading the instrument, hold the instrument in a vertical position with anvil and cartridge jaw completely submerged in sterile solution. Swish vigorously wipe the inside and outside surfaces of the anvil and cartridge jaw to dry and clean any unused staples or residual adhesive material from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples or adhesive material on the anvil and cartridge jaw. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 590c25, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during thoracic case, using stapler was fired 3 times with slr successfully. When applying slr to the 4th reload, the jaws would not open after closing on slr cartilage. The handle fully opens, but the jaws stay closed. Battery was working in giving hepatic feedback. New stapler was opened to finish the case successfully. No harm to patient as this occurred on the back sterile field.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. B3: exact event date unk, entered (B)(6) 2024 as only the year was provided. D4: batch # unk. Device evaluation anticipated, but not yet begun. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No, it is locked on the slr cartridge. What troubleshooting steps were attempted to open the device? Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, battery removal and replaced back in device, retried squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch. Did the jaws eventually open? No, they are locked onto the slr cartridge. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.